Event description:
Reference number: lss-v02792.

Event description:
The ventilator was connected to the pt. The customer reports the ventilator failed to cycle and alarmed technical error code 2 and 3.